Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip was bent at the tip and unable to be used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 clip was analyzed, and a visual and microscopic inspection confirmed that the device was returned with the clip assembly crushed. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed as the clip assembly returned attached. Upon analysis, the clip was bent at the tip and was not able to be used, and further confirmed by device analysis, which revealed that the clip assembly was returned crushed. Such problems may result from various factors, including improper transport or storage conditions. If the packaging box was not stored correctly or under appropriate environmental conditions, it could have contributed to the damage observed. These circumstances align with the defects identified during the inspection. Additionally, procedure 91130030 verifies that devices are packed properly. If this step had been compromised, it could have failed to detect or prevent the damage noted during analysis. Based on the available information, the most probable root cause of this complaint is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip was bent at the tip and unable to be used. There were no patient complications reported as a result of this event.